Event description:
Olympus (osh) was informed that the customer camera head returned to olympus repairs for a reported poor contact. The customer¿s reported problem was found during a regular maintenance. However, upon inspection, the image disappears temporarily. No patient or procedure was involved. This report is being submitted to capture the image disappears temporarily.

Manufacturer narrative:
The subject device was returned to olympus repair center. The customer¿s reported problem was not confirmed or reproduced. However, the image disappears temporarily due to a defective/faulty cable unit. The repair inspection noted the coupler of the device was rusty and paint came off. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not had any previous repair history. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported device failure. Based on the repair inspection the cause of the customer¿s reported problem cannot be conclusively determined. The device has not been repaired in the last year. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the indicated phenomenon was not reproduced in the repair department. It was determined that a temporary communication failure occurred due to a faulty cable, and the image was temporarily not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.